Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient underwent excision of infected mesh (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh were implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures on (B)(6) 2013 and (B)(6) 2013. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures on (B)(6) 2013 and (B)(6) 2013. It was reported that the patient underwent a planned mesh removal on (B)(6) 2014. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and urinary urgency.